Manufacturer narrative:
Manufacturing review:the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this serial number and failure mode. Investigation summary: one encor driver was returned to crawley service center for evaluation. The investigation is confirmed for the reported changing modes intermittently, as the returned driver was found to have a faulty printed circuit board (pcb). Per (B)(4) evaluation, it was identified that the returned driver was the cause of the system changing modes. The issue was isolated and found to be a faulty printed circuit board (pcb). Labeling review: the current instructions for use (IFU) states: device description: the encor enspire breast biopsy system may be used with encor, encor MRI, and encor 360 drivers, foot pedals, and probes. Indications for use: the encor enspire breast biopsy system is indicated to provide breast tissue samples for diagnostic sampling of breast abnormalities. It is intended to provide breast tissue for histologic examination with partial or complete removal of the imaged abnormality. It is intended to provide breast tissue for histologic examination with partial removal of a palpable abnormality. Warnings: the encor enspire breast biopsy system must be properly grounded to ensure patient safety. The system is supplied with a medical grade power cord with ac plug. To minimize interference with other equipment, cables should be positioned in such a manner to prevent contact with other cables. Use of accessories not compatible with the encor enspire breast biopsy sytstem may create potentially hazardous conditions. Only use encor and encor MRI drivers with script version 1.19 or greater, or encor 360 drivers with script version 1.05 or greater with the encor enspire breast biopsy system. The system is not compatible with earlier driver scripts. The script version is identified on the touch screen display during system initialization. Precautions: this equipment should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques. .

Event description:
It was reported that during a breast biopsy under stereotactic guidance, the system allegedly changed from biopsy mode to the start screen without users prompt after a few samples were obtained. It was further reported that probe was removed from patient to complete the calibration process and was able to complete the biopsy. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this serial number and failure mode. Investigation summary: one encor driver was returned to crawley service center for evaluation. The investigation is confirmed for the reported changing modes intermittently, as the returned driver was found to have a faulty printed circuit board (pcb). Per evaluation results, it was identified that the returned driver was the cause of the system changing modes. The issue was isolated and found to be a damaged printed circuit board (pcb). However, it is unknown how or when the damage occurred. The board was replaced and the driver functioned as expected without issue. The definitive root cause for the damaged circuit board could not be determined based upon the available information. Labeling review: the current instructions for use (IFU) states: device description: the encor enspire breast biopsy system may be used with encor, encor MRI, and encor 360 drivers, foot pedals, and probes. Indications for use: the encor enspire breast biopsy system is indicated to provide breast tissue samples for diagnostic sampling of breast abnormalities. -it is intended to provide breast tissue for histologic examination with partial or complete removal of the imaged abnormality. -it is intended to provide breast tissue for histologic examination with partial removal of a palpable abnormality. Warnings: - the encor enspire breast biopsy system must be properly grounded to ensure patient safety. The system is supplied with a medical grade power cord with ac plug. - to minimize interference with other equipment, cables should be positioned in such a manner to prevent contact with other cables. - use of accessories not compatible with the encor enspire breast biopsy system may create potentially hazardous conditions. - only use encor and encor MRI drivers with script version 1.19 or greater, or encor 360 drivers with script version 1.05 or greater with the encor enspire breast biopsy system. The system is not compatible with earlier driver scripts. The script version is identified on the touch screen display during system initialization. Precautions: - this equipment should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques.

Event description:
It was reported that during a breast biopsy under stereotactic guidance, the system allegedly changed from biopsy mode to the start screen without users prompt after a few samples were obtained. It was further reported that probe was removed from patient to complete the calibration process and was able to complete the biopsy. There was no reported patient injury.